Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient unable to charge or communicate with the ipg due to device position. The patient is also experiencing discomfort at the ipg site and has lost weight. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.